Event description:
It was reported that the left ventricular (lv) lead exhibited a high out of range pacing impedance greater than 3000 ohms triggering a lead safety switch (lss) to unipolar on this cardiac resynchronization therapy pacemaker (crt-p). The lead inserted into the lv port of the crt-p appears to be implanted in the right ventricle. It was recommended to have a further lead assessment. The battery status is normal and the other lead measurements are stable. At this time, the lead inserted in the lv port and the device remains in service. No adverse patient effects were reported.